Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
A pt reported blood glucose results of "4.7 mmol/l and 12.7 mmol/l" with a lifescan meter, performed within 10 minutes of each other.